Manufacturer narrative:
Battelle critical care decontamination system (ccds) worker reported a h2o2 fluid leak during the changing of an empty bottle of h2o2 on the ccds bioquell unit. The worker discovered a new bottle of h2o2 had leaked into the plastic containment shipping bag. The worker performing the bottle change was wearing all the appropriate ppe including full goggles and thick rubber chemical gloves. The h2o2 fluid leak was not noticed until after the bag with fluid was discarded in the trash. The worker noticed the bottom of the new bottle appeared wet and that h2o2 had dripped onto the floor in several spots leading to the trash can. The ccds worker cleaned up the spill. There was no report of injury.

Event description:
Battelle critical care decontamination system (ccds) worker reported a h2o2 fluid leak during the changing of an empty bottle of h2o2 on the ccds bioquell unit. The worker discovered a new bottle of h2o2 had leaked into the plastic containment shipping bag. H2o2 had also dripped onto the floor in several spots leading to the trash can. There was no report of injury.